Manufacturer narrative:
The tenaculum forceps instrument has been returned and evaluated by the failure analysis (fa) team and fa found the instrument had a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp one was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the tenaculum forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to have a broken wire. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the instrument did not collide with any other instrument or tool during the procedure. The issue was not related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist.